Event description:
At about 1 year and 4 months after the primary surgery, the patient came in reporting stiffness and inability to achieve full extension. The surgeon performed an anterior synovectomy and posterior release and revised successfully the insert (11mm) with a thicker one (12mm).

Manufacturer narrative:
Batch review performed on 21-dec-2022. Lot 164036: (B)(4) items manufactured and released on 28-sep-2016. Expiration date: 2021-09-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.